Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred during the load sequence. The customer's blood glucose level ranged from 306-307 mg/dl. Reportedly, the customer was able successfully load a third cartridge.